Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be contamination on the expiratory valve pin. In consequence (correction) the bio-med cleaned the pin, tested the ventilator, and returned it to service. There was no patient or user harm. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Disconnection on vent side staff said the medicine might be the cause of the error . Exp valve was sticky but running aprv the wave form is not. I attached a photo.